Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 429678, lead implanted: (B)(6) 2011. Product ID: 2872, lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented with infection. The system was explanted. The patient is a participant in the v3 clinical post market study. No patient complications have been reported as a result of this event.